Event description:
It was reported the patient experienced another glenosphere disassociation approximately four years after the last revision surgery. The patient had a history of prior revision shoulder arthroplasty on an unknown date. Approximately four years after that prior revision, the glenosphere again disassociated. The patient subsequently underwent revision surgery, and the affected components were explanted approximately 3 years and 10 months post implantation. No information was provided regarding intra-operative findings or environmental factors. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: medical products: item#: unknown, unknown taper; lot#: unknown. Item#: 115313, comp rvsr shldr glnsp +3 36mm; lot#: 518610. Item#: 00434903603, 36mm a +3mm offset poly liner; lot#: 64596739. G2: foreign: australia. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, d1, d4, d10, g4, g6, h2, h3, h6, h8, h11. D10: item # 115313, comp rvsr shldr glnsp +3 36mm, lot # 518610. Item # 00434903603, 36mm ã¿ +3mm offset poly liner, lot # 64596739. Item # 00434903909, 9mm humeral stem spacer, lot # 63700523. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Review of complaint history identified additional similar complaints for the reported item(s) and part and lot combination(s). A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.